Manufacturer narrative:
Since the initial report was filed, the investigation into the hemolysis has completed. Neither pump product nor data logs were returned for analysis. No hemolysis benchtop testing was possible. The clinical report was reviewed and cause of the hemolysis was determined. The cause for the hemolysis was ingested biomaterial due to the patient's condition of hypercoagulation. There was reported biomaterial observed at pump explantation.

Event description:
It was reported also the patient experience a thrombus ingestion while on support. Upon removal of the device biomaterial was observed on the pump. No further measures were taken.

Manufacturer narrative:
Additional information for the initial 1220648-2021-01080 was provided in sections b5, d6a, d6b, g1, g2, h1, and h6. The investigation for the reported thrombus has been completed. No impella device nor data logs were received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the thrombus issue was due to biomaterial was observed on the pump at the time of pump removal. The failure modes will be monitored and trended. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smartassist catheter insertion section: axillary insertion of the impella cp with smartassist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product. The data logs have not been returned for analysis. The root cause has not been determined. Should more information be shared that leads to a root cause of the presumed hemolysis, a final report will be filed.

Event description:
The patient in (B)(6) was supported by an intra-aortic balloon pump (iabp) and pcps (emco) when care was escalated. An impella cp was placed to support the patient and the iabp was removed. After 6 days of support the pump was explanted due to the hemolysis concerns. They had attempted to troubleshoot first by p-level adjustment, which did not resolve hemolysis signs. The team did not attempt to reposition the pump despite alarms for positioning being inadequate. At pump explant the team observed thrombotic material to be adhered to the pump.